Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 4/12/2021 h6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9 additional h3 investigation summary : the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one unopened sample of product code mcp923 was received for evaluation. Visual inspection of the unopened sample and no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 ¿g/m corrected information: d3

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qjmejd, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-02126. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Event description:
It was reported that a cat underwent a spay procedure on an unknown date and suture was used. During the procedure, the suture broke with the normal tension. No additional information was provided.